Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2019, the patient¿s wife reported that the husband experienced 2 days of redness, pain, odorless secretion, and swelling around the stoma site along with a bump next to the peg tube (stoma) site. A physician was consulted and prescribed antibiotic cephalic. At the time of report, there was no nodule, redness or pain around the peg. There was only little secretion around peg entrance without a smell.